Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.(B)(4)

Event description:
Per user facility medwatch form, (B)(4), the stapler did not fire evenly. Some of the staples didn't completely deploy. The surgeon was concerned about integrity of the bronchus staple line. No change in treatment.